Event description:
The patient's device was explanted after 15 months duration because the patient became spastic. The drug used in the pump is lioresal (dose and concentration unk). A rotor study was performed with negative results. A dye study was performed with negative results. It was reported that the patient recovered with sequela. The device was returned to the manufacturer for analysis.